Event description:
The following was reported to gore: the patient had mitral valve reconstruction with replacement of the chordae tendineae with gore-tex suture to treat mitral regurgitation in 2003. In 2009, the patient underwent procedure for mitral valve replacement using a mechanical valve. During the replacement procedure, it was observed that one suture was ruptured in two locations. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress.